Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. As received, the response buttons were non-functional. Upon eval, the rear response button metallic a center dome was collapsed and was defective. The root cause for the defective response button could not be positively identified. No adverse event resulted from the defective response button.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) response buttons were non-functional.